Event description:
The pt underwent endovascular therapy of a recurrent giant left side cavernous ica aneurysm using the liquid embolic agent onyx hd 500. No problems were noted during the procedure. In the recovery room, the pt appeared to be waking up appropriately, and then developed expressive aphasia and mild right upper extremity weakness. A stat head CT at that time revealed perhaps mild cortical edema in the left hemisphere. An MRI scan of the brain performed the following day showed a small diffusion abnormality in the periventricular white mater in the left frontal lobe. There was diffuse pial and leptomeningeal enhancement in left hemisphere, with the suggestion of some gyral edema. The diffuse leptomeningeal enhancement in the left hemisphere is of uncertain etiology. It may be related to the embolization procedure or perhaps in some way may be a reaction to the embolic material. The pt's examination of CT scan improved over her hospitalization, for 3 days. She was discharged to rehabilitation, much improved with both speech and movement. She is expected to make a full recovery.

Manufacturer narrative:
The device involved in this event will not be returned for eval. Model: 105-8101-500; lot: 9386142; exp date: 07/01/2013. MFR date: 12/09/2010. (B)(4).